Manufacturer narrative:
Date sent to FDA: 02/20/2019. Additional narrative: it was reported that following the procedure the patient experienced abdominal pain.

Manufacturer narrative:
Date sent to FDA: 7/4/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that following the surgery the patient had invasive medical treatments because of undisclosed complications and pain.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(4) 2017 by (B)(4).